Event description:
Provider states that the end user went to remove the transfer bench from the tub and one of the suction cups just came off of the leg. Provider states they are unable to reattach the suction cup to the leg.